Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown cup, unknown liner . Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00325, 0001825034-2019-00326, 0001825034-2019-00327. Device not returned for evaluation.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was indicated for a revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.